Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found a b30 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no connection and b30 error message was fluid invasion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope would not connect or communicate with the video processor. The issue occurred during device setup. There was no patient involvement.